Event description:
Brown colored liquid leaking from disposable suction/irrigator. Diagnosis or reason for use: during surgery - lap assisted vaginal hysterectomy. Event abated after use stopped or dose reduced: yes.